Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: the root cause of the issue was due to defective moog blower unit. Alarm 316 - ""blower failre"" triggered during start-up self-test. Alarm 401 - ""inspiration valve or device leaky"" triggered as consequence with error 4 as reason (blower pressure too low or not stable). It is visible in the screenshots that ""voltage check"" blower is okay, while the blower rpm remains at zero. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has alarm 316 "blower failure". There was no information of patient involvement reported in this event.